Event description:
It was reported that the balloon ruptured. A pta 5.0mm x 80mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected for use to treat the ostial superficial femoral artery stenosis for peripheral arterial disease. The procedure was being performed to treat 100% stenosis, and the target lesion contained calcification and severe tortuosity. The physician inserted the catheter, and upon treatment of the area, the balloon ruptured with a single inflation for 5-10 seconds. The catheter was removed as intended with no fragments left inside the patient. The procedure was able to be completed successfully using a 5mm x 60mm x 135mm ranger device. There were no patient complications.